Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant the lead displayed high impedance. When the lead was connected to the device the impedance increased. Troubleshooting was done and the impedance decreased, but then increased. The threshold in the device was decreased. It was determined the cardiac tissue in the area of the lead electrode was not viable. The lead remains in use. No patient complications have been reported as a result of this event.